Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the welcome screen was showing discrepancies, preferences, and maintenance tabs. A technical support specialist investigated user roles and units for the affected user and confirmed that the roles and units were assigned accordingly. Tss requested user to login again and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the welcome screen showed discrepancies and preferences, but no option for visits and orders. The customer stated that this malfunction occurred when the user was trying to issue medication to the patient. However, no adverse events or injuries were reported based on this event.